Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found that the jaws were bowed. The deformed jaw has the potential to increase friction within the device and cause clip closing issues as experienced by the customer. The root cause of the customer's experience of clips closing improperly was likely due to increased friction within the device. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "the surgeon found the clip loading mechanism to be stiff and clunky. There was a firm amount of pressure required to get a clip to load in the jaws. The surgeon had to remove the clip and take out some clips which partially closed before in place to ligate the vessel. He tried my demo ca500 after the case and thought it felt smoother to load." Patient status - "the patient was not affected."